Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a coronary artery stenting treatment procedure, the stent could not cross the lesion. In (B)(6) 2012, the patient presented with inferior acute myocardial infarction and three vessel disease. Vascular access was obtained via right femoral artery. The 1st target lesion was located in the 90-95% stenosed proximal left anterior descending artery (prox lad). A 3.5x20mm promus element stent was deployed successfully. The 2nd target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) with a reference vessel diameter of 3.5mm and was diffusely diseased in distal half, having 98-99% stenosis just after 2nd obtuse marginal branch (om2). The concentric de novo lesion involved a significant bend >45 degrees. Ejection fraction was 58%. The lesion was pre-dilated with a 1.25x10mm balloon followed by another 2.5x10mm balloon which took long time to inflate fully as the lesion was too tight. After pre-dilation, a 3.5x38mm promus element stent was attempted to advance but failed to cross the tight lesion just after om2 origin. Then a 3.0x10mm balloon was inflated resulting 70-75% residual stenosis post-dilation. Subsequently, the physician tried to advance the promus element stent several times, but failed to cross the lesion repeatedly. Thereafter the physician used another 3.5x34mm non-bsc drug eluting stent which also failed several times. It finally crossed the lesion with vigorous force and jerk applied and was deployed successfully. There was no patient complications reported and the patient condition was stable. However, the returned device revealed stent damage.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: examination of the returned device identified distal stent damage. A strut on the eighth row on the distal end of the stent was raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon was examined and no issues were noted with the profile of the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found the tip of the device was slightly damaged. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. A kink was identified on the hypotube 640mm distal to the strain relief. Several other kinks were noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).